Event description:
It was reported that the patient presented for a routine visit in clinic. It was noted that high capture thresholds were observed on the right atrial (ra) lead. The ra lead was explanted and replaced successfully. The patient was discharged the same day.